Event description:
It was reported that the patient's pump was loose in the pocket and may have flipped. The flip was not confirmed. An error message was received on the programmer and telemetry was invalid. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).